Manufacturer narrative:
The pump was received with an intermittent button response due to the corroded keypad traces. There was no button error alarm noted during testing. The pump had a cracked case at the display window corner, a minor scratched lcd window, and a cracked reservoir tube lip. (B)(4).

Event description:
The customer reported via phone call that she had a button error alarm on the insulin pump. Customer's blood glucose was 160 mg/dl at the time of the incident. Customer stated that her keypad was not responding and she received the button error while she was on the phone. The customer was advised that the insulin pump will need to be replaced. Customer was also advised to revert to a back-up plan.